Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 475 mg/dl. Customer¿s current blood glucose is 190 mg/dl. The customer was treated for high blood glucose with injections troubleshooting was done for high blood glucose. The drive support cap appears normal. Customer also reports that the insulin pump had motor error and customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.